Event description:
It was reported that the patient's pacemaker unexpectedly went into back-up operation due to electromagnetic interference. No intervention was performed. There were no patient consequences.